Manufacturer narrative:
Corrected data: a1. A2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, the valve was recaptured once. After the first recapture, it was noticed that the delivery catheter system (dcs) would not recapture and close completely. The valve and dcs were withdrawn from the patient and a new valve and new dcs were used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated: a3a, a4, b5, e1. Corrected: d3, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, the valve was recaptured once. After the first recapture, it was noticed that the delivery catheter system (dcs) would not recapture and close completely. The valve and dcs were withdrawn from the patient and a new valve and new dcs were used to successfully complete the procedure. No patient complications have been reported as a result of this event. Additional information was received that the valve was almost completely inside the dcs capsule but it was not fully closed. The system was removed with ease and without complication.